Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the device had damage at the distal end, including a chipped holder ring on the de plastic cv (distal end plastic cover), as well as cracked glue on the light guide lens and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.